Event description:
Dexcom was made aware on 10/28/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, inflammation, and pimples ¿around the sensor area¿ that spread to her face and buttocks which occurred the day after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. The patient called to report the issue to dexcom. The patient did not apply any medication or treatment to the area. The patient removed the sensor and decided to not use it for a while until the skin reaction subsided. The patient stated she will use a bg meter for monitoring in the meantime. There was no documentation of medical intervention. The patient was in good condition at the time of report. An attempt to reach the patient by the med safety team registered nurse for event clarification was unsuccessful. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).